Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level range (300-400 mg/dl) the customer delivered a manual injection to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. It was indicated that the contact will consult with the healthcare provider to discuss factors that may affect bg level.